Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from behind the cassette door of their cycler after their treatment was ended. The patient received multiple air detected in cassette alarms during drain 3 of 6 in their treatment. The patient reported to technical support that the leak was caused by a tear in the cassette. The patient was advised to discontinue use of the cycler and to follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient was prescribed prophylactic antibiotics, cephalexin (dosage unknown, for 3 days). The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was available to be returned to the manufacturer for physical evaluation. The cassette lot number was not provided and its packaging was reportedly discarded. No additional information was made available.